Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose by herself, did not indicate how. Customer also reported that critical pump error alarm was also found. The customer reported needing help setting up basal rate pattern. Troubleshooting was not provided. The insulin pump will not return for analysis. The customer did not state if the auto mode feature was in use. The insulin pump will not be returned for analysis.